Event description:
It was reported that the user was unable to twist the pump connector to the left to remove the connector and cartridge during a supply change, despite having rewound the pump; after guidance to perform a fill tubing process and repeat the rewind, the connector disengaged and the user completed the supply change without further issues. Symptoms included no adverse clinical effects. Outcomes included no impact on blood glucose control, no alerts or alarms, and no medical intervention or hospitalization. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed that the connector removal difficulty resolved with standard procedural steps, indicating user technique and procedure sequencing as the likely contributors without evidence of device malfunction or damaged components. It was concluded, based on previously established findings for similar reports, that the cause was user technique related.

Manufacturer narrative:
Initial.